Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2022. The patient's doctor reported that the patient experienced a hypoglycemic event resulting from a discrepancy between the glucose values displayed on the dexcom cgm and the blood glucose meter. The reported stated at approximately 12:00 am on (B)(6) 2022, the patient's cgm was displaying a value of 17.0 mmol/l and her insulin pump administered 1.5 units of insulin accordingly. In addition to this, the patient also self-administered 3 units of insulin. Then, at 2:00 am that same night, the patient suffered from a seizure and was foaming at the mouth. She then lost consciousness and remained unconscious for 30 to 40 minutes. The patient's dexcom cgm was reportedly displaying 11.0 mmol/l during the seizure. The patient's husband was present during the incident and called for an ambulance. When paramedics arrived on site, the patient's blood glucose value was measured and read 2.3 mmol/l. The patient's dexcom cgm, on the other hand, was displaying 9.0 mmol/l at that point. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid.